Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported there was a ventilator failure during a case. No patient injury reported.

Event description:
It was reported there was a ventilator failure during a case. No patient injury reported.

Manufacturer narrative:
The device log file was analyzed. It was found that for the reported time of event (B)(6) 2022 around 8:00am no conspicuous entries were found. But in the early morning hours of the same day entries were logged pointing to a slow and in the following to a stalled motor. Based on the log analysis, the initial report of a ventilator failure could not be confirmed as no corresponding entry was found. During on-site investigation the lower rolling diaphragm was found to be worn and stretched and was identified as root cause for the detected log entries. The diaphragm was replaced and the device was successfully tested afterwards. After the repair action the device was returned to use without further problems reported. Despite the worn lower rolling diaphragm, it could be concluded based on the log analysis that the device ventilated as expected, there was neither a vent fail issued by the device nor were any other log entries found that would indicate a restricted ventilation performance that would match to the reported symptom. If these results were known before, the case would not have been assessed reportable.